Manufacturer narrative:
Treatment tip was returned for evaluation. The tip passed flow and thermistor testing. It failed visual and leak testing as there was a tear observed on the tip. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data logs, the handpiece and system performed as expected. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Service confirmed tear in the tip during evaluation. All thermage tips are inspected for defects before shipment to customers. Based on the available information, damage to the tip membrane most likely contributed to this event. It is unknown how the damage to the tip membrane occurred.

Event description:
Additional information was received and this event was reassessed as not serious. The patient is reported to be "fine" with no permanent scar.

Manufacturer narrative:
Additional product information and product has been requested, but not received. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor reported that a patient developed a blister after receiving a facial laser treatment. Prior to initiating the treatment, the tip was inspected with no visible defects. During the treatment the patient stated one pulse felt more painful than the last, the tip was inspected and a dent was observed. Additional event information has been requested but not received.